Event description:
It was reported that this right atrial (ra) lead has been surgically abandoned due to high, out of range pacing impedances. A new ra lead was implanted and antibiotics were required. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.